Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bruising, rubbing. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation.reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.